Event description:
During follow-up, a diagnostic anomaly was observed on the device. Abbott technical support was contacted and the diagnostics were cleared to resolve the event. The patient was in stable condition.